Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va04clh, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(6), product type programmer, patient. (B)(6).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was making them worse so it was removed on (B)(6) 2014. The patient was told by their healthcare professional (hcp) that they had a rare form of interstitial cystitis (ic) that caused retention, hunter ulcers, glomerations, and pelvic floor dysfunction and that they never should have had the device implanted. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.